Event description:
It was reported that an unknown issue with the device occurred. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Bottle side (upper) pressure sensor (error code 240.4150.0). A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 11/30/2012 to 10/26/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that an unknown issue with the device occurred. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device occurred. There was no patient involvement.